Event description:
Rptr has had physician complaints regarding the 10 ml glass syringe from the continuous epidural tray having resistance or "sticking." This makes it difficult for the physician to feel where the needle is located and the physician has to apply pressure to the plunger causing the needle to enter further than anticipated.